Event description:
Zoll customer support contacted a (B)(6), male, patient, to exchange his monitor. The patient's download revealed multiple occurrences of service code 102 - charge profile fault and 'discharge profile fault' flags. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 - charge profile fault/discharge profile fault) has been confirmed. The cause of the code 102 - charge profile faults and discharge profile faults is an open resistor r-45 on the defibrillator board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the open resistor is excessive current. The cause of the excessive current is open connections at high-voltage capacitor c20. The cause of the open connections is detached solder connections on both leads of c20. The cause of the fractured connection is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.